Event description:
Patient contacted me concerning particles floating in syringe with insulin. Pt brought in bottle of insulin & syringe. Particles appear dark in color and in my opinion cannot be attributed to coring of the insulin bottle. The patient was given a new bottle of insulin and remaining syringes in her possession were examined. She only noticed the particles after trying to push air out of the syringe after drawing up dose from the bottle. Unable to push the air out, she noted the particles floating in the syringe.